Event description:
Customer reported that he wanted to deliver an insulin bolus and was setting it up when the insulin pump just started delivering 10 units of insulin. Customer stated he could not stop the insulin delivery and had to remove the battery. Customer stated that the insulin pump had an unexpected restart alarm after inserting the battery. Bolus history was not captured int the insulin pump as it was interrupted. Customer stated that the device was stored or not in use for an extended period of time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.